Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate balloon dilatation device for treatment in a patient in the right mid popliteal artery with plaque, moderate plaque, calcification and 100% stenosis (cto). No abnormalities reported in relation to anatomy. IFU was followed. A non-medtronic inflation device was used. It was reported that balloon deflation difficulties were noted. Device slow to deflate at the lesion site and deflation time was 30 seconds. Chocolate balloon was replaced with another the other balloon to complete the surgery. No injury to patient reported

Manufacturer narrative:
Product analysis the device was flushed, and a 0.014¿ guidewire was loaded an indeflator was attached to the device and the balloon was inflated to nominal pressure of 9atms, the balloon was then inflated to rated burst pressure (rbp) of 14atms, the balloon was then deflated in approximately 17seconds without issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.